Manufacturer narrative:
(B)(6). The device was returned for analysis. A visual inspection revealed no issues. A microscopic inspection revealed the lapjoint section was partially detached. The distal housing of the transducer was observed complete and with no shattered pieces. Impedance testing showed a wave form with presence of transmission line but very weak transduce. Water leaked from the damaged lapjoint section during catheter flushing. During image characterization testing, a poor image appeared in the ilab system.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that visualization issues occurred. During a procedure involving an opticross hd imaging catheter, it was noted that during insertion, before the lesion was reached, the image was too dark. The device was removed and the procedure completed with another of the same device. There was no patient injury. However, device analysis revealed a partial lapjoint detachment.